Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of an abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe device). The pre-operative plan was embolizing the left internal iliac artery and preventing right internal iliac artery using the ibe device. Reportedly, it was difficult to advance the internal iliac component (iic device) due to interference of pull-through wire. The delivery catheter was partially kinked after the iic device was inserted and removed several times, making it difficult to transmit torque, but the iic device was advanced to the target position by force. After the iic device was deployed, confirmation angiography was performed, which revealed a right inferior gluteal artery injury. Blood transfusion (amount unknown) was performed due to slight hypotension. The inferior gluteal artery was embolized by n-butyl-2-cyanoacrylate (nbca). The patient tolerated the procedure. The physician reported that the iic device delivered to the superior gluteal artery was slipped out while operating delivery catheter and strayed into a small branch of the inferior gluteal artery. Additionally, since considerable force was also applied during insertion of the iic device, the inferior gluteal artery might have been injured at some point.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Two radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Jpeg #1 appears to show: an ibe trunk and limb appear to be deployed. There is a sheath that appears to be advanced from the opposite iliac arteries up and over into the common iliac artery being treated. There appears to be an internal iliac component deployed. Jpeg #2 appears to show: there appears to be possible contrast outside the implanted devices. Cannot confirm origin of possible endoleak. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional procedure time include, but are not limited to: vascular spasm or vascular trauma w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.